Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported through follow-up that the programmer lost connection with the analyzer twice, and that the user was unable to determine whether the issue was with the programmer or the analyzer. Both the analyzer and the programmer were returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a loss of communication between the programmer and the analyzer, the programmer/analyzer interface functioned within specification however the analyzer was replaced as a preventive measure.